Event description:
This is a solicited case report received from an investigator in (B)(6) on 19-oct-2016 which refers to a female patient of unspecified age who was involved in an observational company-sponsored study, study number: (B)(4). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. (B)(6). The investigator reported hysterectomy and insert removal. No additional information was provided. Company causality comment: this medically confirmed solicited report refers to a female patient involved in an epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method (study (B)(4)). She had a hysterectomy and essure removal for an unspecified reason. Hysterectomy is anticipated in the reference safety information for essure. Although the exact reason for hysterectomy was not provided, as essure was removed, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical intervention and device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Duplicated information identified on 18-nov-2016 (downgraded to other event): following internal review, the duplicated case (B)(4) will be deleted instead of this case. All the information from duplicated deleted case was transferred to this case. On (B)(6) 2010 essure (fallopian tube occlusion insert) was inserted for permanent sterilization. She was not pregnant at time of insertion. It was reported that patient experienced procedural pain. She also complained of cramps and abundant menstruation. In (B)(6) 2013 hysterectomy was done due to endometriosis. Onset date of first symptoms of endometriosis was unknown. Event was reported as non-serious and unrelated to essure. In (B)(6) 2013 essure was removed. Quality safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. This bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Quality-safety evaluation received on 24-nov-2016: no sample available for this investigation since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Company causality comment: this case was no longer marked for deletion. Instead the duplicated case (2015-254448) that was regarded as other event was deleted. This medically confirmed solicited report refers to a female patient involved in an epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the (B)(4). Follow up information stated that the hysterectomy was performed due to endometriosis. Essure inserts were removed. The event hysterectomy was replaced by endometriosis which is not anticipated in the reference safety information for essure. Considering the physiopathology of adenomyosis and considering that essure has mainly a localized action in the fallopian tubes, a causal relationship with essure is excluded. This case is no longer regarded as incident since the surgical intervention performed was not related to essure. Based on product technical complaint analysis, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.